Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s sleep/wake function was unresponsive, and the user could consistently power it on only when placed on the charger; the user subsequently completed a supply change and the device was replaced. Symptoms included no clinical effects. Outcomes included no impact to health and no alarms. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a suspected hardware failure related to the wake button functionality, with resolution achieved through device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to a hardware component issue.